Event description:
It was reported that a patient passed away, but the cardiac physiologist does not allege any abbott products caused or contributed to the patient's death. Upon investigation, a diagnostic anomaly was observed on the device. Further information was requested, but was unable to be retrieved.